Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -09.50/+2.5/097 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was reported as low vaulting. This lens was the replacement lens for MFR. Report # 2023826-2023-01080. The reporter indicated post-op the patients current arch height is 200um. The surgeon decided to observe and not replace it temporarily. The cause of the event was unknown.

Manufacturer narrative:
Device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).